Event description:
It was reported that prior to the start of a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the maryland bipolar forceps instrument was observed to have corroded plastic near the tip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: the reporter was unable to provide patient info.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. As a result, the electrode was exposed. The instrument grips were manually manipulated, and the instrument passed electrical continuity test on 3 out of 3 attempts. The instrument was placed and driven on an in-house system. The instrument delivered energy 3 of 3 attempts. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.